Manufacturer narrative:
Complaint reported to numed through their distributor bis, but no information was given to be able to perform an investigation. Repeated attempts to get more information did not result in any additional information. This complaint could not be confirmed and no investigation was performed due to the lack of information. The catheter catalog number and lot number were not provided.

Event description:
Bib balloon ruptured circumferentially. Balloon not saved.